Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion at 22.2-23.0cm from connector pin,consistent with lead friction to ICD can. Externalized conductors due to internal insulation abrasion at 9.9-15.5cm from distal tip. Etfe coating abraded. Externalized conductors due to internal insulation abrasion at 17.6-20.5cm from electrode tip. Internal insulation abrasion at 13.3-14.4cm and 23.4-23.5cm fr rom electrode tip. Etfe coating intact. Internal insulation abrasions under rv shock coil at 3.5-3.6cm,4.9-5.0cm,4.9-5.1cm,5.6-5.8cm from electrode tip. Etfe coating abraded at 3.7-4.3cm and 5.6-5.8cm from electrode tip, consistent with field event.

Event description:
It was reported the patient presented in the hospital after receiving a high voltage therapy. The conductors on the lead appeared to be externalized. Alert for a possible high voltage circuitry damage and noise were observed on the ventricular lead. The lead was replaced.